Event description:
Healthcare professional reported right side intracapsular rupture and "normal thin layer of periprosthetic fluid" diagnosed by ultrasound and mammography and confirmed by MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Seroma-late: unable to observe. No other observations observed, no further actions are required.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side intracapsular rupture diagnosed by ultrasound and mammography and confirmed by MRI. Medical report provided show "some exophytic moles" observed in clinical examination and "normal thin layer of periprosthetic fluid." Observed by MRI imaging. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported right side intracapsular rupture and "normal thin layer of periprosthetic fluid" diagnosed by ultrasound and mammography and confirmed by MRI. The device has been explanted and replaced with another manufacturer's device.